Event description:
Device alarms upstream occlusion while infusing emend. Lengthened infusion time. Potential for alarm fatigue.

Event description:
Device alarms upstream occlusion while infusing emend. Lengthened infusion time. Potential for alarm fatigue.